Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Time 6:38 am - pod activated - ate 44 g carbs, 11.00 u. Deactivated pod and removed at the hospital. The customer was lightheaded and was vomiting. The customer was diagnosed with diabetic ketoacidosis (dka), and was given nausea medication, nitroglycerin to relieve chest pains, blood thinner shots in stomach, i.v. Insulin, and i.v. Fluids. The customer was hospitalized from (B)(6) 2013. When the pod was removed, the customer noticed that it did not appear that the cannula ever inserted into the skin.